Event description:
Angioseal deployed to right groin by md. No pulse to right foot post procedure by palpitation or doppler. After a few minutes pulse was noted by doppler but a noted change from pre-procedure. Patient observed over 3 hours and then sent to operating room for surgical intervention to restore distal circulation. Angioseal 6fr deployed post left heart cath. Patient underwent thromboendarterectomy of right common femoral artery with patch angioplasty closure. Restoration of a dorsalis pedis pulse at completion of procedure achieved. Ref MFR#: 3003681312-2015-00038.